Event description:
Boston scientific received information that these two leads were removed and replaced due to an insulation break on the 4269 model and possible lead fracture on the 4260 model. Additional information received states that these leads were partially abandoned and not fully removed from the patient. The patient recently developed an infection and both leads have now been removed. No other adverse patient effects reported.

Manufacturer narrative:
Both leads were returned severed, the 4269 had cut through the molded insulation and a sharp bend in the terminal connector. Only the proximal section was returned. The 2nd lead had damage to the coils and insulation done by an extraction tool, also cuts in the insulation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.